Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 216-217 mg/dl. Reportedly, customer over-filled the cartridge. Customer loaded a new cartridge to resolve the issue. Customer declined to perform troubleshooting.